Event description:
This ra lead was implanted on (B)(6) 2013. A call to technical services placed on (B)(6) 2013 states that the infected system will be removed on this day by dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)